Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) events, noise on the right atrial (ra) channel, and low out-of-range pacing impedance on the right ventricular (rv) lead. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) events, noise on the right atrial (ra) channel, and low out-of-range pacing impedance on the right ventricular (rv) lead. No adverse patient effects were reported. This device remains in service. No further information regarding this event has been received to date. Should additional follow-up information be provided in the future, this report will be updated as needed.